Event description:
A malfunction was reported on a pump by a customer. There was no adverse impact to the customer's blood glucose level. Technical support assisted the customer with resetting the pump, provided information for future resets, and confirmed that the malfunction code did not recur. The customer was advised to continue using the pump and to contact support if the issue reappeared.